Event description:
Pt discovered new left inguinal hernia while showering. Secondary cardiologist planned to treat pt, primary cardiologist postponed treatment. Pt made an appointment with general surgeon eleven days later.